Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the electrodes of the lifevest equipment. Patient described area as appearing like a brush burn with broken skin. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed mycostatin cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.